Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information has been requested, however to date no new information has been received. A detailed investigation or batch review cannot be conducted as no lot number was provided. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 8022978.

Event description:
Medwatch report # (B)(4) was received from the FDA. It was reported that a patient was admitted to intensive care unit for metabolic acidosis and subdural hematoma. The cirrhotic patient with a fecal management system (balloon) developed hemorrhagic shock requiring massive transfusion protocol and use of vasopressors for hemodynamic instability. Egd [esophagogastroduodenoscopy] was performed at bedside and per doctor, pt bleeding was related to fecal containment device that cause ulceration and arterial bleeding. The patient subsequently required an additional 4 units prbcs [packed red blood cells] and up titration of levophed for hemodynamic instability post egd for continued brbpr [bright red blood per rectum]. No additional information was provided. No photos available.

Manufacturer narrative:
Correction h10: as per the request received from FDA on 16 jul 2025, it was identified that the related report number received as per FDA medsun medical device report (MDR) number # (B)(4) was not entered in h10 (related report number) field in the initial emdr. Hence, it has been corrected and entered along with this follow emdr report 01. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 8022978.

Event description:
To date no additional patient or event details have been received.